Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a midurethral sling procedure performed in 2009. According to the pt, during the procedure, they continued to hit bone white trying to insert the device. The bit of tissue that they could get was not sufficient to hold the sling. The physician tried moving the end of the trocar to a different spot, but felt the mesh implant was too far beyond its midline to be safely implanted and aborted the use of the solyx sis system. The physician felt the pt's anatomy was a significant limiting factor. He commented, the pt did not have a small pelvis, but had a different bone anatomy in the pelvis. They used a different device (device and manufacturer unk) and were able to complete the case without further complications.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unk.